Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that his daughter's insulin pump is having issues. Customer's father also states that the buttons on the insulin pump are stuck. The buttons are not responding. The blood glucose reading is 182 mg/dl. The insulin pump will be replaced. Nothing further reported.